Event description:
Customer reports via phone that during an undetermined urology procedure the staff lost the fluoro image. Physician completed the procedure using only endoscopy. Customer provided no further patient or procedural information other than to say the patient is fine. No reported injury.

Manufacturer narrative:
(B)(4) tech support (ts) troubleshot with biomed a report of 'no camera detected' that occurred during a procedure. Tech support explained the various things he could check that could have caused this error message; the camera, iapdb board, lvds interface board or it could be due to cable connections. On 02/19/2014 mallinckrodt product monitoring followed up with the customer who reported they had reseated the lvds board, and after restarting, the system has functioned fine with no reported problems.